Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty and then subsequently a revision hip arthroplasty on (B)(6) 2025 since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of ceramic head fracture after hip arthroplasty are multi factorial including surgical technique, especially in the way the ceramic head is prepared and implanted, patient factors including activity level, lifestyle and bmi, as well as implant factors. In this case trauma also played role as the patient sustained a fall. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis.' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported;'ceramic head fracture on the left side after 2020, hip tep implanted abroad in poland after falling on the right hip joint in a bathtub.'' A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient underwent a primary total hip arthroplasty and then subsequently a revision hip arthroplasty on (B)(6) 2025 since I was able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of ceramic head fracture after hip arthroplasty are multi factorial including surgical technique, especially in the way the ceramic head is prepared and implanted, patient factors including activity level, lifestyle and bmi, as well as implant factors. In this case trauma also played role as the patient sustained a fall. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis.' No further investigation for this event is possible at this time. If device/additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "''ceramic head fracture on the left side after 2020, hip tep implanted abroad after falling on the right hip joint in a bathtub.''